Event description:
It was reported that the device was used during thoracotomy. The cartridge fell out of the device. There was no consequence to the patient.

Manufacturer narrative:
The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so, therefore we were unable to review the manufacturing records. Complaint information is trended on a regular basis to determine if further investigation is warranted.